Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump experienced a power issue. Animas customer support made several attempts to follow up with the reporter regarding this complaint, but was unsuccessful in reaching the reporter. The device is not being returned to the manufacturer for investigation. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: review of the black box data revealed records of power on reset, supporting the complaint of power loss. On examination, there was no damage to the battery cap or the battery compartment. The battery cap that was returned with the pump for investigation was able to secure properly to the pump and maintain electrical connection. On investigation, the pump was exercised for 24 hours without interruption or loss of power. Investigation did not duplicate the alleged power loss and the pump was determined to be performing within the required specifications without malfunction. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.